Manufacturer narrative:
(B)(4). Date sent: 10/21/2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Did the surgeon state there was an issue with the har36 as well? There was no problem with har36, the issue is with stapler.

Manufacturer narrative:
(B)(4). Batch #: u93802. Additional information was requested and the following was obtained: can a detailed overview of conversation with surgeon be provided? The surgeon says that your surgeries are less safe and more expensive because must add clips and sutures for supplement the deficiency of our technology. Does the surgeon believe that an alleged deficiency of an ethicon device caused or contributed to the reported event? If so, why? Yes, the surgeon think that must be change your technique for achieve hemostasis caused deficiency device. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the surgeon mention what was found in the reoperation (source of bleeding) and how it was addressed? Also, did he state there was an issue with the har36 as well? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a sleeve gastrectomy the rf patient operated on had to be re-operated on. The patient had experienced an adverse event. During initial surgery the following devices were used: ec60a (u9397c), gst60d (t40v2n), gst60g (u4028e), gst60b (u4053d), har36 (u93802).